Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report an intermittent out of range signal on (B)(6) 2015. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). The complaint transmitter device was not returned to dexcom. The receiver device (mt22430-blu/(B)(4)), used with the complaint transmitter device, was returned on (B)(4) 2015. The returned complaint receiver was visually inspected and no defect was found. Functional testing was not performed because the device was received in a condition making evaluation impossible. Therefore the complaint of an intermittent out of range signal could not be confirmed.

Manufacturer narrative:
(B)(4).